Manufacturer narrative:
(B)(4). Implanted device remains insitu.

Event description:
Per the clinic, the patient experienced pain with device use and underwent a revision surgery on (B)(6) 2014, to remove the internal magnet. The issue has been resolved. The implanted device remained insitu at all times.